Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the it makes the cheek of their butt on the right side pulsate. It was reported that they were not comfortable in bed because they can't lie on that side and can't drive their truck for a long period of time because it bothers them. The patient thought the doctor implanted it in the wrong side. The patient was redirected to their healthcare provider to further address the issue. The patient had a follow up appointment with healthcare provider (hcp) in about a month. The patient reported urinary symptoms. Additional information was received from a healthcare professional(hcp). When asked to clarify the statement, the patient thought the doctor implanted it in the wrong side, the hcp reported that pending 2026-feb-24 go to patient and discuss. Additional information was received from a patient. They reported that they were still having issues with the therapy, patient stated that the stimulation was uncomfortable. Agent recommended to reach hcp and patient stated they already talked to the doctor and they told them to contact manufacturer. Agent asked if patient contacted manufacturing representative (rep) and patient said they would call and disconnected the call.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.